Manufacturer narrative:
One sample of disposable tracheostomy tube part number :8dct, lot number: 16a0627jzx was received for evaluation. Flange separation from the tube and damage on the outer cannula holes was confirmed. Measurements and functional testing performed on the sample confirmed it to be within specifications. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the flange became disconnected from the hub of the tracheostomy tube.

Event description:
Medtronic received a report the flange separated from the tube's hub. The customer could not provide patient information or event details.